Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report

Event description:
Device 1 of 2 reference MFR. Report# 3006705815-2019-02062. It was reported that the patient was experiencing pain and drainage at the lead site. The patient had a myelogram done on (B)(6) 2019. The physician believes that there is a keloid formation. The patient will follow up with the physician on a later date wherein surgical intervention may be done to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 3006705815-2019-02062. Additional information received stated that the patient underwent surgical intervention on (B)(6) 2019 wherein the keloid was removed. No products were explanted. Post-operatively, the patient's pain from the keloid resolved.